Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. During system check with tandem technical support, the root cause could not be determined because the customer declined to remove the infusion set cannula from the infusion site. Customer cleared the alarm or changed pump supplies to address the issue and resumed insulin delivery, but ultimately reverted to an alternate method of insulin therapy. Customer's blood glucose was no greater than 364 mg/dl.